Event description:
A pt reportedly was unable to view the memory on pt's one touch profile meter. Pt's meter allegedly had a blank display while in the memory mode. The date and time would appear at the bottom of the display, however the result in the center of the display was blank. This issue was unresolved with troubleshooting. Pt did not receive treatment. No further info has been reported.